Manufacturer narrative:
The device was not available for evaluation. A 12-month review was not conducted because no serial number was provided. Service repair history was not provided by customer. Event logs were not provided. In conclusion, since the device was not returned to the service hub for analysis, no visual inspection or functional testing was performed. Device history review was performed and the only similar occurrence was related to this event (see h10). Additional related report: 9615050-2024-00220.

Manufacturer narrative:
Additional information can be found in b5, d1, d4 and h4. A correction can be found in d7a - single use device.

Event description:
Additional information from the customer was received on 28-jun-2024 including the list number and the serial number of the device involved. It was further stated that there was no patient harm.

Event description:
Medwatch voluntary report MDR report #: mw5150726 was received that indicated the following: an unspecified ICU medical plum 360 failure occurred, and the pump randomly shut off in the middle of a patient¿s infusion of epinephrine. This resulted in the patient's blood pressure dropping to an unspecified level. Further intervention was necessary to recover the patient, including medication and resuscitation. The reported failure mode is ¿inappropriate shut off¿. The pump battery was replaced during the recall for the infusion pump, and the battery was also replaced to mitigate shut-off failure post following the recall recommendations. The customer reported that the battery in the infusion pump has been replaced two times since the recall notice has gone into effect. The patient was resuscitated as a result of this complaint/event.

Manufacturer narrative:
The full complaint investigation is pending at this time.